Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of the up down knob did not meet the standard value, due to a pinhole on channel tube, water tightness was lost, connecting tube was wrinkled, due to clogging of nozzle, water removal ability did not meet the standard value, suction cylinder and suction connector had corrosion, forceps channel was shaved, universal cord was sticky, color ring was cracked, and the following was scratched: bending section cover, adhesive on the bending section cover, plastic distal end cover, connecting tube, protector of universal cord on suction connector side, the universal cord, and the objective lens. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: medical corporation otsubo department of gastrointestinal surgery added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the colonovideoscope angle was defective. During evaluation, the following reportable issue was found: the plastic distal end cover has foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, the endoscope was presoaked in detergent solution and the nozzle was cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.